Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01 and c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that when the surgeon was performing registration, the dots in the software were not accurate with where the surgeon was collecting on the patient. The initial registration accuracy was 13mm when minimum trace was reached. The surgeon collected more points and registration accuracy went to 10mm and failed. They restarted a registration trace and the accuracy was 2.3 mm during minimum trace and then was 2.1 mm after collecting more points. After proceeding with the 2.1 mm registration accuracy, the straight suction instrument was accurate and verified successfully at the beginning. When using the 90 degree suction, they had issues verifying the instrument and inaccurate to around 2-3mm. Using the straight suction after this, the instrument was then inaccurate to 10 mm in the lateral and superior directions. There no reported delay and no reported impact to patient outcome. Navigation was aborted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9736226 stealth flex ent h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.